Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient's heart was translocated and the active pacing lead was fixed at the high septum and the threshold was noted to be high. The lead was replaced and a different lead used and placed in the position of the his bundle and the operation was successfully completed. No patient complications have been reported as a result of this event.